Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has developed an infection at the generator site and was scheduled for surgery. It was reported that the patient presented with a slight infection above the pocket site where the generator is placed. The patient underwent generator replacement. The surgeon decided to replace the generator to prevent any further issues. The surgeon indicated that it did not appear that there was any serious infection issues that would affect the lead, but since the infected area was so close to the generator, the surgeon decided generator replacement would be precautionary. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician indicated that the infection was related to surgery, patient manipulation and the presence of the device. Cultures were taken and showed microbacterium immunogens.